Event description:
It was reported that while using the excelsius gps system, a screw was misplaced during a t11-l3 percfusion case today. The screw was removed, and we did the rest under fluoro without the robot. Every instrument he put down the end effector was super off even the anatomy checks were accurate. It could've been a scan issue we don't know.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. No case logs were submitted, so no formal investigation could be performed. However, it was reported by a globus medical representative that during the procedure, one implant was misplaced, and they were experiencing a loss of navigational integrity with every instrument placed in the end effector. This can be indicative of a registration shift or dynamic reference base (drb) shift. Both registration and drb shifts can result in a loss of navigational integrity. After the registration has been completed, it is recommended to perform a landmark check or verification to ensure that the registration was successfully calculated . Using the navigated verification probe, touch an anatomical landmark and verify that the corresponding location is shown on the system monitor. Ultimately, the user replaced the misplaced implant using traditional methods with no adverse effect to the patient reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.